Event description:
It was reported that the patient was no longer feeling any stimulation and was frequently charging the ipg. The patient was reprogrammed successfully and can now feel the stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred 2 weeks ago from the date the manufacturer was made aware of the event.